Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient went to ER multiple weeks ago for unrelated issue. Patient's daughter was helping patient to bathroom when daughter saw wound over battery site. Daughter reported battery was visible and notified the ER physician. Daughter reported they were doing dressing changes with nursing staff in home for now. ER sent referral to physician to see patient for explant. Referral has not gone through in timely manner per daughter report. Patient to call where they saw the urologist to see if they can get appointment for explant. The issue was ongoing.